Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the loading sequence. Customer's blood glucose (bg) was recorded as high. Customer administered an insulin injection to address elevated bg. During troubleshooting with technical support, the alarm reoccurred. Customer reverted to using an alternate method of insulin therapy.